Event description:
It was reported that during a nephrectomy procedure, there was an error code four on the generator. Metal on metal sound realized that the inactive pad had come away from the sheer. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/12/2009. Info anticipated, but unavailable at this time.